Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant breathing circuit and its accessories were returned to fph in (B)(4) for inspection. The returned device was pressure tested and subsequently immersed in a water bath to test for leaks. Results: the pressure test result was outside of the required specification. Upon immersion in the water bath, the leak was confirmed to be in the swivel. A lot check revealed no other complaints of this nature for lot number 100325. Conclusion: the two parts that make up the swivel y-piece connector are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that, if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line and those that fail are rejected. The subject rt235 infant breathing circuit would have met the required specification at the time of production. This suggests the leak developed post production. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt235 infant dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.